Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass. Analysis was unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. The insulin pump had cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The caller reported via phone call that their insulin pump lcd screen became cracked. The customer's blood glucose at the time of incident was unknown. During troubleshooting the caller was unable to verify how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.